Event description:
Pt was receiving cytoxan over a 4 day period. Four bags of cytoxan 545 mg/250mls were hung to each infuse over 24 hours. The 1st bag was hung on (B)(6) 2012 at 1840, the 2nd bag was hung on (B)(6) 2012 at 1854, the 3rd bag was hung on (B)(6) 2012 at 1734 and the 4th bag was hung on (B)(6) 2012 at 1545. It was reported that one of the bags ended 1.5 hours early (no specifics on which bag was involved). Biomed tested the pump and reported that it tested within specs. There was no pt harm and no medical intervention was required. Customer stated that no add¿l event or pt info is available. MFR¿s report number: 2016493-2012-00225. MFR¿s report date: 05/16/2012. (B)(4).

Manufacturer narrative:
MFR¿s report date: 05/16/2012. (B)(4). The event logs and data set have been received and log review is pending. A follow up report will be submitted once the investigation has been completed.